Event description:
The patient's reported that communication could not be established between his ipg and multiple charging systems. The patient gained weight, although it was not significant. The patient's programmer works. The patient will consult with the physician regarding the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.